Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a high blood glucose event. The customer¿s blood glucose was 31.0 mmol/l at the time of incident. Button error troubleshooting was performed and confirmed that time is advancing. It was also reported that the insulin pump had an unexpected restart alarm. Customer had a high blood glucose of 31.0 mmol/l and treated at the hospital. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces on act button. No button error alarm during testing. Unable to confirm unexpected restart alarm due to button unresponsive.